Manufacturer narrative:
Concomitant medical devices: product ID :3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer and health care provider reported that the nurse who worked with the patient&#62688;health care provider (hcp) told the patient that only 1 electrode was working and 1 was partially working. The lead was broken, fractured, or damaged. The lead issue began in 2014. There were no falls or trauma reported. The patient was on 2.8v with their implant. The patient had their implantable neurostimulator (ins) replaced on (B)(6) 2015, but the patient didn't know why they didn't replace the lead if it was damaged. After replacement of the ins, the new ins was programmed around the electrodes of high impedances and the lead issue had been resolved. The indication for use for this patient was gastrointestinal/pelvic floor.